Event description:
It was reported that a pump malfunction occurred after it had been near x-ray equipment momentarily. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support and was assisted with reset information, enabling them to successfully reset the pump.